Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Charge time and voltage information is not available. This device is included in the mid-life display of replacement indicators advisory communicated on (B)(6) 2007. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, this medical device has not been returned to boston scientific for analysis. Per the bsc representative, the device was sent to pathology per hospital policy and will not be retrieved for analysis.,attempts to obtain additional information from the field were made but the information requested was unavailable. If any additional information becomes available, this event will be updated. The device was returned for analysis over four and a half years later. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.